Event description:
The hcp reported the pt had increased pain. A volume discrepancy was noted at the first refill following replacement. The expected reservoir volume was 3 cc, but the actual reservoir volume was 19 cc. The programming was verified to be correct and there were no audible pump alarms. The pump logs were accessed and reviewed with no issues noted. Add'l info received from the hcp indicated the drug used in the pump is dilaudid 10 mg/ml. The pt has not had symptom relief since the pump was implanted. Further troubleshooting found that although the catheter was inspected under fluoroscopy and no obvious problems were noted, they were unable to aspirate when a dye study was attempted. The pt was seen by the surgeon and is awaiting catheter revision. A rotor test of the pump was normal. See MFR report # 3004209178200703937.